Event description:
Customer called to report hospitalization for high blood glucose. The current blood glucose is 122 mg/dl. Customer was feeling very sick and did not know why. Customer had moderate ketones. The blood glucose reading at the time of the event was 337 mg/dl. The customer was treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.